Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer treated with manual injection. The customer reported that she went to the doctor and they assisted her with infusion set change. The insulin pump will not be returned for analysis.